Event description:
Reportedly, on (B)(6) 2018, after one year of correct transmissions, red light was constantly lit on and no transmission is possible anymore.

Event description:
Reportedly, on 15 may 2018, after one year of correct transmissions, red light was constantly lit on and no transmission is possible anymore.